Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during an exam under anesthesia, robotic assisted laparoscopic colpopexy, extensive lysis of adhesions, and left oophorectomy procedures performed on (B)(6) 2008, for the treatment of symptomatic pelvic organ prolapse in the form of a cystocele, rectocele, and vault prolapse, a left ovarian mass, and extensive adhesions. Also, the procedure was well tolerated by the patient. Throughout the procedure, there were no complications noted. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2008 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6), (B)(6) hospital. (B)(6). United states (B)(6). (B)(6) . Block h6: the following imdrf patient code captures the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code captures the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.